Event description:
During installation of the unicel dxc 600 synchron system (dxc 600) at the customer's site, bec field service engineer (fse) found the reagent probes were dripping out of the tips. The fse found the ion selective electrode (ise) sample and reference deviated high out of specifications. The fse found the dxc 600 failed the precision verification test (pvt 5). The fse found the normal precision mean was low. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. The fse replaced the sample probe, the wash collar and the bubble generator.

Manufacturer narrative:
(B)(4).